Event description:
The reporter obtained a "hi" (greater than 600mg/dl) and 236mg/dl blood glucose comparison on the accu-chek compact plus system. The reporter states he obtained an additional comparison with blood glucose results 236mg/dl and 532mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.